Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The initial MDR was submitted by a consultant team in (B)(6) 2016 as part of the two year retrospective review, but it was now identified that their submission failed and was not corrected. MDR submission was fixed and resubmitted. (B)(4). Results of investigation: the product sample from the customer was received in carefusion's (B)(4) manufacturing plant for investigation but was received without proper complaint reference identification. Due to the length of time from the original complaint event date and the time stored without complaint reference identification, the sample was eventually discarded. Thus, the actual sample could not be evaluated in regards to the reported issue and no root cause could be determined. As a preventative action, the manufacturing facility's staff was notified of the reported complaint details to observe for any conditions that may have contributed to the reported issue.

Event description:
The customer called to report that the unit had shut off and was alarming, the map was zero. This occurred while on a patient. The customer noted the patient circuit had come apart in the area where the clear tube that attaches to an adapter goes to the wet side of the humidifier, and that was why the unit lost pressure and shut off. The patient was not harmed as a result of this issue.